Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat g3+ cartridge that yielded discrepant result of on a neonate pt presented as cooled condition, an a body of 34.5 degrees celsius. The customer states that the aberrant pco2 result (result unk) generated varied from expected value. The customer states that treatment was started to improve the suspected aberrant result. The treatment resulted in a respiratory acidosis. Abbott point of care has not received any pt info or results related to the incident to date. There is no evidence of a malfunction based on the info available. Investigation is pending.

Manufacturer narrative:
(B)(4).